Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
The device related to this record is a non-abbvie product. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported, right side "deflation". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.